Manufacturer narrative:
(B)(4). Date sent: 12/8/2021. D4: batch # 284a47. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with a gst60d reload loaded on the device. The reload was received unfired. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken with the switch actuator loose; which lead to the device not been able to fire. The firing trigger switch actuator post was received inside of a plastic bag. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage to the actuator post has been correlated to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that during a semi-open pneumonectomy, the device did not function although the firing trigger was pulled at the 1st firing on the lung. Another competitive device was used to complete the case. The surgeon commented that a yellow plastic part and a black pin fell off from the device when it was attempted to fire. No pieces were left inside the patient. Those pieces will be returning with the device. There were no adverse consequences to the patient. One pcee60a and one gst60d will be returning. No further information is available. Affiliate reference number: (B)(4). Please take photos for (B)(6) customer.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.